Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 74 mg/dl at the time of the incident after being treated. The customer experienced symptoms such as a seizure and loss of awareness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer had a done a set change the night prior to the low. The insulin pump will not be returned for analysis.